Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 long term trial. The gtin unique device identifier for the commercial heartmate3 modular cable is (B)(4). Approximate age of device - 1 year and 10 months (calculated from the date when the modular cable was issued to the patient). The modular cable was received for investigation. The evaluation is not yet complete. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient received a vad modular cable exchange due to the cable being worn and ripped. There were no alarms for the event and the patient was asymptomatic. No additional information was provided.

Manufacturer narrative:
The report of damage to the outer jacket of the modular cable was confirmed. Examination of the returned modular cable noted that tape was wrapped around a portion of the cable adjacent to the driveline connector bend relief. The tape was removed and there were tears in the outer jacket. The polyurethane around the torn areas showed a cracked surface. The outer jacket material appeared to have expanded, causing the ends of the tears to push together and fold against each other. Visual inspection of the underlying armor layer found no evidence of damage. Examination of the modular cable connectors found no evidence of damage to the pins. The cable passed the manufacturing test procedure and was determined to function as intended. The evaluation could not conclusive determine the cause of the tears in the outer jacket. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.